Event description:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported) due to pain and inflammation at the implant site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 22, 2024.